Event description:
It was reported that the patient had high impedance on system diagnostics. Per the physician, the patient has had no increase in seizures, but the vns device had been programmed off due to the high impedance results. No patient manipulation or trauma to the device was reported, however, the patient is wheelchair-bound and bends right and left very often and widely while sitting in her chair. X-rays were received and reviewed by the manufacturer. Upon review, a sharp angle was visualized in the lead, but no definite cause for the high impedance could be determined. Revision surgery is likely, but has not occurred to date.

Manufacturer narrative:
Method: manufacturer reviewed x-rays of implanted device. Results: x-rays reviewed by the manufacturer, no gross lead discontinuities visualized. Conclusions: device failure is suspected, but did not cause or contribute to a death or serious injury.

Manufacturer narrative:
Analysis of programming history.

Event description:
Review of additional programming history shows that high impedance was first seen in system diagnostic on (B)(6) 2010. Subsequent system diagnostics through (B)(6) 2011 still show high impedance. The device was not programmed off at the time high impedance was seen.